Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address postal: (B)(6) . Reporting institution phone number: (B)(6) . Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer reporting an oxygen (o2) unavailable alarm alarmed on the v60 ventilator. The device was in clinical use. There was no report of harm. There was neither delay in therapy nor medical intervention. The customer reported a device restart cleared the error code. A manufacturer's product support engineer (pse) reported the issue could not be duplicated. Error codes 1111 (o2 device failed) and 1208 (oxygen not available) were confirmed in succession in the device event log. A function test was performed for verification. The issue could not be duplicated, and no anomaly was found. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.